Event description:
The patient was undergoing an embolization procedure using a ruby coil. During preparation for the procedure, when the technologist removed the coil from the hoop, the hyper tube was bent. The coil was not used in the procedure and was disposed of by the hospital. The physician used another coil to complete the procedure and there was no reported adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00084. Device was disposed of by the hospital.